Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector was damaged. The following information was provided by the initial reporter, translated from chinese to english: the new mz1000 connector was found to be damaged and leaking just a few hours after installation. During this time, the mz1000 connector was not used for intravenous fluid administration, and all clinical procedures were performed in accordance with standard protocols. Additional information received from the customer: please confirm how the fault was discovered? Discovered by hcp. Please confirm whether the fault was found during the dosing process or during the infusion process? If during infusion, how long was the infusion? Discovered before infusion. Please confirm the make and model of the connected product? Mz1000. Please confirm if there is any visible damage on the device, such as cracks, flashing or deformation of the piston? Visible cracks. Please confirm what substance was infused at the time of the event? Pre-filled saline. Please confirm if the sample was sterilized - if so, when and with what substance? Sterilized with medical alcohol prior to sending.

Manufacturer narrative:
Investigation result: one mz1000 china sample was received without packaging for investigation; no connecting product was available to support the investigation. The customer reported that the affected sample was from lot 25055265 and that "damage and leakage were discovered within hours of replacing the new mz1000. The mz1000 connector was not used for infusion during this period, and all clinical procedures complied with standard requirements." The returned sample was subjected to leakage testing in order to replicate the customer's experience; leakage was confirmed at the female luer adaptor of the sample. Upon closer inspection, the source of the leakage was due to a crack in the female luer adaptor of the maxzero. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. A review of the production records for lot 25055265 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. Additionally, the IFU of the maxzero states that "prior to every access, always scrub the top of the mz1000 with an appropriate antiseptic and allow to dry." Failure to allow the component to dry may cause the components to partially adhere together, requiring additional force to disconnect, damaging the component. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product mz1000 china in the past 12 months.

Event description:
No additional information.